Manufacturer narrative:
One device was received for evaluation. Visual inspection of the device found a scratched lcd screen and a lifter downstream occlusion seal. Review of the device's event history log is not applicable. Functional testing was performed. Upon testing, it was revealed there was a damaged inner lemo connector. To address the issue, the lemo connector was replaced. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was not picking up the patients switch. No patient injury reported.